Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion exposing the outer coil was noted at 3.3 cm to 3.9 cm distal to the suture sleeve tie impression consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.